Event description:
It was reported by service report that the side rail was broken and could not latch as a result. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.